Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported that post implant of a lap gastric band during a routine fill, fluid could not be removed or added. A diagnostic procedure found the band tubing was not attached to the port and the strain relief had migrated into the facia by the tubing. The surgeon removed the port and the strain relief and placed a new port. When removing the port there was difficulty getting the port to release from the fascia. The new port was sutured due to the condition of the fascia. The patient is stable and was kept overnight due to the procedure was late in the afternoon.